Event description:
It was reported during in clinic follow up that the left ventricular lead exhibited phrenic nerve stimulation. The lead was deactivated in order to prevent further patient discomfort and the lead was explanted on (B)(6) 2023. The patient was stable following procedure.